Manufacturer narrative:
This incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained, it will be provided in the supplemental report.

Event description:
Pt reported elevated blood glucose of approx 300 mg/dl due to crimped and bent infusion cannulas. Pt corrected hyperglycemia with an insulin pen. One insertion needle did not extend correctly. Infusion sets were requested for eval. The pt did not require assistance from a health care professional or second party to address the issue. Add'l details were not provided.